Event description:
Customer called with complaint of error 3 message on his freestyle meter. Upon troubleshooting, it was discovered that the meter was reading the incorrect uom. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed phase I investigation. Meter is unlocked to mg/dl. Connected meter to pc. Downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were found in glucose log. Lot #'s 1301, 0300, 0015, 0204, 0800, 0806 errors were not found in error log. E3 errors with low battery icon were not observed. Calibration parameters were not within specification. Memory overwrite was observed. Meter is inoperable. Customers and retailers have been informed through the fa16may2006 letter.